Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the trunk cable connector was detached from the cable. The cause of the inability to complete testing is the detached connector. The root cause of the detached connector cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged connector.